Event description:
It was reported that this pacemaker entered into safety mode. The device recorded pauses longer than two seconds due to the unipolar pacing and sensing from this mode. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.